Manufacturer narrative:
Upon on-site inspection, baxter technician determined that power switch and socket had short circuit due to water ingress. The intended users of the allen® advance table are healthcare employees who have been trained to use the product, and who have the physical strength and cognitive skills to operate and control the product. Follow facility safety protocols if an intended user does not have the physical strength or cognitive skills to operate and control the product safely. Technician replaced the power switch and socket. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
It was reported that the allen advance table was sparking. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).